Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the right ventricular lp exhibited high capture threshold upon fixation. During repositioning, the helix was found to be stretched. The procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.